Event description:
Following change from m.s. To dermersol & reporogram. First dose used by patient was not 1cc as set but 10cc noted to be missing from syringe. Patient complained of flushed feeling within five minutes, heaviness in breathing-recovered within 30 minutes no untoward effectsdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.